Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood set was leaking. The set was leaking blood at the base of the filter. The set was replaced with new supplies and treatment was able to continue. The patient did not receive their full unit of blood; however, the loss was minimal. There was no patient injury or medical intervention associated with this event. No additional information is available.